Event description:
Pt was at home complaining of fever, chills, shortness of breath and came to hospital. Chest x-ray done and showed portion of catheter displaced. CT scan done to verify location. Portion of cather found in right pulmonary artery. Pt taken to surgery and catheter tip removed from artery. Pt went home three days later in good condition. Catheter tip has been impounded in hospital pathology dept.